Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated in the report that upon opening the package, it was found that it was leaking.

Manufacturer narrative:
No sample was received for the complaint that upon opening the package, it was found that it was leaking. The device history record of reported lot was reviewed, and it was confirmed that no non-conformities were reported during production. The complaint could not be confirmed by investigation as no samples nor pictures were provided by the customer and a probable cause cannot be determined.